Manufacturer narrative:
There was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified plastic surgery, it was discovered that the electric pen drive device turned on when the device was on lock mode. According to the reporter, the only way to stop the device was by turning the device off at the switch. There was a ten minute delay in the surgical procedure. The device was replaced with another spare device. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the flex print for the (ecu) electronic control unit had been mounted incorrectly on the motor and was not functioning. It was determined that due to a cable defect the motor speed could not be adjusted continuously as intended and the motor could only be switched on and off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to improper. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event: it was reported from (B)(6) that during an unspecified plastic surgery, it was discovered that the electric pen drive device turned on when the device was on lock mode. According to the reporter, the only way to stop the device was by turning the device off at the switch. The device was in use with a cable device, quick coupling device and hand switch device. There was a ten minute delay in the surgical procedure. The device was replaced with another spare device. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: during subsequent follow-up with the customer additional information was obtained. The reporter returned three additional devices that were used as part of the electric pen drive system. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.